Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that due to an incident with an 840 ventilator the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. Customer reported that during use an alarm was generated due to the flow delivery was not established.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and the latest version of the software was installed. The unit passed all testing and operates within the manufacturing specifications